Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day, patient reported that their upper aligner cutting their gum. Provided information and recommendations for comfort and hht&t. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.